Event description:
On (B)(6)2009, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the ipg lost communication with the patient programmer and charger. The patient's stimulation has also stopped. The sales representative sent the patient a new charger. On (B)(6)2010, the system was evaluated and deemed to be nonfunctioning. The ipg was explanted and replaced on (B)(6)2010.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and scratches were observed on the can. The septum of the device appeared intact. The ipg failed communication testing with the bluescreen device and displayed an error message. The ipg battery is cracked and leaking. Conclusion: the cause of the reported complaint is confirmed. As received the ipg was nonfunctional and the battery is damaged. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.